Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported providing a letter of recommendation from their dentist requesting them to stop treatment. Dentist advised patient to cease treatment immediately. Dentist noted increased severity of periodontal pocketing since the patient began byte aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.